Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt's doctor wants pt to do an MRI on the 16th on the head and neck; pt says their ID card shows conditional MRI. Pt added that the handset is at 33% and yesterday it was at 100%. Pt then stated there was a blinking yellow orange light on the communicator. Agent had pt reset communicator but was still blinking yellow orange. During the call, pt mentioned after surgery "it went down to the bottom of my spine and settled in".